Event description:
Doctor attempted to deploy the angioseal in the patient's right groin at the close of his case. The angioseal failed to deploy properly. Vascular surgery was contacted and a cut down a vessel repair was done. Per surgeon note: "repair and exploration of right groin femoral artery, secondary to failure of perclose device in the right femoral artery"